Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during intraocular lens (iol) implant procedure, the surgeon experiencing this issue recently that lenses implanted and were cracked and had to be explanted and exchanged. There were no issues loading the lens. Additional information has been requested. There are two medical device reports associated with this complaint. This report is 2 of 2.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified associated products were used. This file was opened for "other" events with no information provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. Associated products were not provided. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable intraocular lens (iols) is qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).